Event description:
It was reported that the patient fell and subsequently experienced a loss of therapeutic effect. Impedance measurements involving electrodes 2 and 3 were greater than 4000 ohms. Further information is being requested from the hcp.